Event description:
The customer reported the loss of cine playback functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge board was replaced during the service call. The system was tested and found to be working as intended and put back into service.